Manufacturer narrative:
Upon further follow up, the customer provided the following information. The customer indicated that when the patient first came in to the ed, they did not know what medications the patient was taking. The patient was prescribed the medications when he was admitted to the hospital.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ethanol gen. 2 (etoh) on one patient sample. The initial sample generated an etoh result of 2 mmol/l, which was reported outside of the laboratory to the "ER". The physician questioned the result. A new sample was collected and the result was 242 mmol/l. The original tube was then retested and the repeat result was 273 mmol/l. The customer deemed the repeat result of 273 mmol/l to be the correct result and issued a corrected report. The patient was admitted to the hospital based on the high etoh result. There was no adverse event. The lot of etoh reagent in use was 68501501, with an expiration date of 12/31/2013. The field service representative could not find a cause for the issue and was not able to reproduce the problem. He checked the system and it was operating to specification. The customer performed qc and a precision run, which were "all good" according to the customer.

Manufacturer narrative:
The patient was prescribed the medications due to depression. The customer could provide no further information regarding the patient's current condition as the patient was discharged some time ago. The customer also clarified that the "ER" and the "ed" are the same locations.

Manufacturer narrative:
The data provided by the customer was evaluted, however the investigation could not determine a specific root cause.